Event description:
It was reported that the patient presented to the hospital experiencing a myocardial infarction, st elevation and ventricular fibrillation and was given shock treatment on the way to the hospital in the ambulance. The lesion was in the left anterior descending artery, which was predilated prior to stenting. The stent delivery system (sds) was advanced to the lesion; however, the sds balloon did not inflate and the sds was removed from the patient. Another xience prime was used to complete the procedure successfully. No patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience prime stent delivery system (sds) noted there was crystallized contrast in the inflation lumen. The inflation device used during the procedure was not returned, thus it is unknown how it may have contributed to the complaint. A new indeflator was used in an attempt to pressurize the sds, but the fluid would not advance through the crystallized contrast, thus confirming the complaint. After being left pressurized overnight to dissolve the crystallized contrast, the sds was able to be pressurized. The stent implant expanded at nominal pressure and the balloon pressurized to rated burst pressure with no leaks noted. Based on the analysis of the returned device, it is most likely that the crystallized contrast in the inflation lumen directly caused/contributed to the reported failure to inflate. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states that the contrast dilution should be 60% contrast diluted 1:1 with normal saline. It is possible that the contrast was not dissolved as recommend; however this cannot be confirmed. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents for failure/partial/difficult inflation. There is no indication of a product quality deficiency.